Manufacturer narrative:
E.1. Address character limit is exceeded: (B)(6) . H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 syringe tip broke. The following information was provided by the initial reporter, translated from french to english: rupture of the tip of the discardit il 10ml bd syringe in injection site for balloon and urinary catheter inflation urinary catheter minor, lengthening of patient's catheterization time

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2311156. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe sample was returned for evaluation by our quality team. Through examination of the sample, tip breakage was observed. An exact cause for the broken tip could not be determined at this time. The material used to manufacture the discardit syringes is selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any defects identified. It is possible that this incident resulted from a blockage in the barrel feeding process. The tip of the syringe was damaged and went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.